Event description:
During a zephyr valve procedure, a zephyr 4.0 j edc was used to size. It was noticed that one of the sizing wings was broken off and it could be seen inside the patient's airway. The broken wing was safely retrieved. The procedure was successfully completed using a new catheter and the valve was placed without any other issues.